Event description:
A report was received that the patient was experiencing a loss of stimulation. High impedances were measured on multiple contacts of the lead. An x ray was taken but no migration was noted. The patient's lead was explanted and replaced with a new one. The patient is reportedly doing well.

Event description:
A report was received that the patient was experiencing a loss of stimulation. High impedances were measured on multiple contacts of the lead. An x ray was taken but no migration was noted. The patient's lead was explanted and replaced with a new one. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70, serial/lot #: (B)(4), description: linear 3-6 lead, 70cm.

Manufacturer narrative:
The complaint of high impedance on distal electrodes #2 and #3 was confirmed. Additionally, it was found distal electrode #1 was also open. The root cause of the damage could not be determined.